Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the complaint for teflon pad peeled back and exposing metal underneath. The evaluation found the distal end of the teflon pad partially lifted from the jaw, exposing metal underneath the pad. Blue foreign material was also adhered to the jaw area. There was no breakage in the probe. Based on similar reports, a potential cause for the damage to the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad: ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects¿. And ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during a therapeutic laparoscopic nephrectomy procedure, the teflon pad from the grasping section of the device peeled back at the tip, exposing metal underneath the pad. There was no bleeding reported. The intended procedure was completed with the same device. There was no patient injury reported.